Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump with the wall adapter. Reportedly, the customer was able to successfully clear the alert and charge the pump with the same adapter. Customer¿s blood glucose value was 134-136 mg/dl.